Event description:
It was reported by the physician that there was a patient who's battery was depleting too quickly. No known surgical intervention has occurred to date. No additional relevant information has been received to date.